Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose levels of 400 mg/dl which they treated. Blood glucose level at the time of the call was unknown. Customer also stated that there were air bubbles in the tubing. The customer declined troubleshooting for the high blood glucose and air bubbles. The infusion set was not returned.